Event description:
This 40 year old patient had bilateral implants placed in 1987. The patient has since then had fibromyalgia-like pain bilaterally; right side more tender than the left. She has suffered from low grade fevers, lymphadenopathy and severe fatigue. She has filed for disability. She also suffers from short term memory loss. The patient had a bilateral capsulectomy with removal of the implants. Both implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.